Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during emergency appendectomy, the needle broke during skin sewing. The nurse looked for the broken stump and pieced together. A new suture was used to complete the case. Surgical time was delayed due to event.